Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported pump was leaking at the filter area. The pump was powered down and the line clamped. Medication being infused was unknown. No patient injury reported. Medication being infused was unknown.